Manufacturer narrative:
Product complaint # (B)(4). Investigation summary universal attune handle spring broke the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the attune impaction handle was broken from the lever. The spring was returned; however, the broken lever was not returned for evaluation. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event-related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected before each surgical use. Refer to the device/country-specific IFU for information related to end-of-life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune impaction handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, "universal attune handle spring broke". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed, that 254401017, attune impaction handle had broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. Since, the device was not returned. A dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "universal attune handle spring broke." The product was not returned to depuy synthes, however photos were provided for review. See attachments ¿a-10944899 source image 1¿ and ¿a-10944899 source image 2¿. The photo investigation revealed that ' 254401017, attune impaction handle¿ had broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the universal attune handle spring broke. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes,

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d4 (primary UDI number) and h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.